Event description:
The available information indicates the user requested an evaluation of their device for an inspection and repair. This is the only information available and no patient impact or injury was reported as a result of this event. However, on (B)(4) 2013, analysis found failure in the main amplifier board that the user was possibly not alerted to by a system alarm, warning screen or error message. A failed main amplifier board that is undetected could lead to a false negative response.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The unit was initially returned for evaluation/calibration, however analysis found failure in the main amplifier board that the user was possibly not alerted to by a system alarm, warning screen or error message. The main amplifier board and the display board were both replaced along with the cpu board which crashed during testing. The unit was tested to specifications and returned to the customer.